Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted video was reviewed. The reported complaint could not be confirmed from the review of the attached video. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint for "erratic triggering" is not able to be confirmed. The product was not re-turned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "erratic triggering in or". Additional information states that "patient arrested while on pump". The customer reported that rosc (return of spontaneous circulation) was successfully achieved. The patient's current condition is reported as "fine". It was reported via field service technician " performed functional checkout for reported gas surveillance alarms while on patient. I found no leaks in the helium system or defects in the operation of this unit it is performing to factory standards". Please see associated MDR#3010532612-2025-00356.

Event description:
It was reported, "erratic triggering in or". Additional information states that "patient arrested while on pump". The customer reported that rosc (return of spontaneous circulation) was "successfully" achieved. The patient's current condition is reported as "fine". It was reported via field service technician, "performed functional checkout for reported gas surveillance alarms while on patient. Ifound no leaks in the helium system or defects in the operation of this unit it isperforming to factory standards". Please see associated MDR #3010532612-2025-00356.

Manufacturer narrative:
Qn #: (B)(4).